Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced fluctuating blood glucose levels, including low glucose events after breakfast and high glucose events later in the day. The patient stated that they continued to go low after eating breakfast and were announcing the meal as ¿usual¿ despite consuming only 18 grams of carbohydrates. The patient reported having received prior training, including performing a factory reset, but stated that the issue with lows persisted. The patient also indicated that they had not changed their breakfast meal announcement behavior. The patient acknowledged that they often overtreated low glucose levels. The patient was advised to try using a ¿less than usual¿ meal announcement for breakfast and agreed to do so. The patient confirmed that blood glucose levels were affected, with lows occurring for approximately 30 minutes and highs reaching 395 mg/dl and lasting about two hours. No backup therapy was used to correct high or low glucose levels, and no ketone testing was performed. The patient reported no recent steroid injections, no professional medical intervention, and no other assistance. No immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.